Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is against the battery cap alone. The reporter stated that the battery cap was unable to be removed from the pump and that there was no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/24/2015 - device evaluation:the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: during investigation, a visual inspection of the returned battery cap showed that the removal slot on the top of the cap was stripped. The battery cap was found to be difficult to remove due to the damaged slot. The cap contact height and width measurements were found to be within specification. No damage was observed to the battery compartment or threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.